Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, flexible tube of the insertion section crushed, scratches on insertion tube, curved rubber scratched, air/water nozzles clogged, and draining function reduced, dirt difficult to remove on the air/water cylinder, and scratches on scope connector side of the universal cord. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on a evis lucera elite gastrointestinal videoscope for air/water flow issue. Upon inspection and testing of the customer returned device, the scope exhibited drainage function reduction due to clogging of the air supply/water supply nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device. The suggested phenomenon was confirmed/reproduced. Polymethylpentene, a component of foreign material clogged in air/water nozzle, is widely used in medical equipment such as syringes. It is presumed that debris from products and peripheral equipment used in combination with the scope entered from the air/water cylinder, but it was not specified. It is recommended that the user facility receive instruction/reinstruction on the method of handling the device as needed. Olympus will continue to monitor field performance for this device.